Manufacturer narrative:
Imdrf annex a , b, c, d and g grid fields are updated. After investigation this file is determined to be not-reportable.

Event description:
It was reported that the device was replace power cord supply by customer.there was no reported patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device was replace power cord supply by customer there was no reported patient involvement.